Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
The patient was having a fistulogram and a check flo valve was placed in a micropuncture sheath. Upon removing the sheath, it was noted that a portion of the sheath had sheared off. A larger incision was made and the tip of the sheath was visualized and grasped with a hemostat and pulled free. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.